Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was not functioning - locking mechanism. It was also noted that the device failed test for noise assessment and safety assessment. It was further noted that the cable was old. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the locking mechanism on the motor device was not functioning. It was further determined that the locking mechanism and motor were worn out. It was also noted that the device failed test for noise and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.